Event description:
It was reported that the cc4204a collamer single piece lens was misloaded and as the surgeon advanced the lens into the eye it was shredded. The lens was removed and discarded. There was no patient injury.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).